Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fph service centre in (B)(4) where it was inspected by a trained service engineer. Results: inspection of the returned device revealed that the audible alarm could not be heard. Further inspection revealed that the audio transducer was damaged, however it was confirmed that the visual indicators worked. Moreover, the mounting tongue of the complaint device was found to be damaged. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: it is possible that the damage to the audio transducer was caused by some form of physical impact. It should be noted that the complaint device is over ten years old. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". It should be noted that the mr850 is equipped with visual alarm indicators in addition to the audible alarm. The faulty parts were replaced by a trained fph service engineer and the device was returned to the customer after passing all electrical and performance checks.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that the speaker of an mr850 respiratory humidifier was faulty. No patient consequence was reported.